Manufacturer narrative:
(B)(4). Information was not provided by the contact. Sled movement. (B)(4). Additional information was requested and the following was obtained: what type of procedure was being performed? Laparoscopic splenectomy operation. What tissue was being fired on? Unk. Why was hand sewing performed (as opposed to replacing ecr60w with a new cartridge)? The tissue was cut partially. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. When the tissue was cut partially, was it also stapled partially? No. If no, did bleeding occur? No. If yes, how much blood was lost (ml)? Na. If yes, did the patient require a transfusion? Na. The analysis results showed that one gst60w reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the device could not fire at the second firing with the white reload. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.